Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. The lead had intermittent capture despite many attempted locations. After different guidewires were used the lead became sticky. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory, the lead underwent detailed analysis. Visual observation noted no discernible set screw marks on the is-1 terminal pin or on the ring and no film or residue on lead body. Microscopic inspection did not note anything remarkable. The lead passed electrical testing and the field allegations could not be confirmed by analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.